Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was cleaned, and the unit was returned to service.

Event description:
The hospital reported the unit was switching off automatically during pre-use checkout. There was no report of patient involvement.